Event description:
(B)(6) study. It was reported in stent restenosis occurred. On (B)(6) 2016 the index procedure was performed on target lesion #1, located in the 100% stenosed, right mid superficial femoral artery (sfa). The vessel was 40mm long with a reference diameter in both the proximal and distal of 6mm, classified as tasc ii a lesion. The lesion was treated with pre-dilatation and placement of a 7mm x 60mm study stent. Following post dilatation the residual stenosis was noted to be 0%. On (B)(6) 2018, the subject presented to the hospital due to valvular heart disease and was scheduled for lower extremity-arterial duplex. Subsequently, duplex ultrasound with ankle-brachial index was performed that revealed 75-99% in stent restenosis in the right sfa. On (B)(6) 2018, the patient presented to the hospital as an outpatient for the scheduled intervention. Angiography was performed that revealed a type-1 stent fracture (captured in manufacturer report# 2134265-2017-11719) of the distal eluvia stent with tandem 40%, 80% lesion. 80% in stent restenosis was also noted within the proximal, mid and distal portions of the stent. The final assessment was noted as "rutherford class iii" claudication due to in-stent restenosis of the right sfa stent. On the same day, 645 days post index procedure, 80% isr of study stent located in right mid sfa was treated with laser atherectomy and balloon angioplasty using a 7x60 non bsc drug coated balloon angioplasty with 0% residual stenosis (tvr). The event was considered resolved.